Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15150. Follow-up information indicated the patient's physician declined to provide additional information pertaining to this issue to the manufacturer.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15150. The patient has 2 leads (from the same lot number) implanted as part of his scs system. It was reported the patient experienced a sudden change in the effectiveness of his stimulation. The patient denies any falls or trauma. The sjm representative met with the patient and diagnostic testing indicated low impedance readings on all lead contacts. Stimulation was able to be provided, however the scs system would begin to auto-reduce and the patient indicated stimulation was not as effective. X-rays were taken but the results have not been provided. The physician plans to explant the patient's scs system and replace it with a different manufacturer's system.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.